Event description:
It was reported that this patient had an infection/abscess. The field representative went to interrogate the device and did not have success with the interrogation. A different wand was tried, with no success. The device system was ultimately removed and replaced, as a result of the infection. A replacement was pending the infection clearing. No additional adverse patient effects were reported. At this time, the product has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had an infection/abscess. The field representative went to interrogate the device and did not have success with the interrogation. A different wand was tried, with no success. The device system was ultimately removed and replaced, as a result of the infection. A replacement was pending the infection clearing. No additional adverse patient effects were reported. At this time, the product has been returned and analysis was completed.